Event description:
It was reported by service report that the motion interrupt pan was broken, stuck at high height, and could not be lowered. It is unknown if there was patient involvement or if there were adverse consequences to report.

Manufacturer narrative:
Result: motion interrupt pan.